Event description:
The customer obtained imprecise vitros trop I es results for six patient samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous results were reported to the clinician. There was no allegation of harm to the patients as a result of these events. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results occurred while using the vitros eci analyzer. An ocd field engineer investigated and found that repairs to the signal reagent metering subsystem and the incubator lift pin assembly were necessary to return the instrument to expected operation. The investigation determined that the root cause of imprecise vitros trop I es results is instrument related.